Event description:
The report we received via the complex registry study indicated that during a coiling procedure to a ruptured anterior communicating aneurysm, the coil stretched within the microcatheter. A prowler 14 microcatheter was used in the procedure. It was noted that successful angiographic occlusion was accomplished.the aneurysm was 5.8mm in height, with a width of 11mm and length of 8.5mm. The neck of the aneurysm was 8.7mm, giving a neck to sac ration of 0.79. Multiple requests for add'l info have been sent with no response yet forthcomming. The product is not available for evaluation testing. Add'l info will be summitted within 30 days of receipt.